Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros intact pth (ipth) results obtained when non-vitros quality control (qc) fluids were generated using vitros ipth reagent lots 1610 and 1640 when tested on a vitros 5600 integrated system. Vitros ipth reagent lot 1610. Biorad level 1 lot 64930 results of 16.0, 16.8, and 16.70 pg/ml versus the expected result of 25.75 pg/ml. Biorad level 2 lot 64930 results of 135.2, 135.3 and 126.1 pg/ml versus the expected result of 203.2 pg/ml. Biorad level 3 lot 64930 results of 478.5, 477.1 and 475.62 pg/ml versus the expected result of 704.1 pg/ml. Mas level 3 qc lot oim2302 result of 1556 pg/ml versus the expected result of 1150 pg/ml. Vitros ipth reagent lot 1640. Biorad level 1 lot 64930 results of 17.80 and 15.7 pg/ml versus the expected result of 25.75 pg/ml. Biorad level 2 lot 64930 result of 128.6 pg/ml versus the expected result of 203.2 pg/ml. Mas level 1 qc lot oim2302 result of 15.6 pg/ml versus the expected result of 27.0 pg/ml. Mas level 2 qc lot oim2302 result of 35.8 pg/ml versus the expected result of 61.1 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than-expected vitros ipth results were obtained when the customer was processing non-patient fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros intact pth (ipth) results obtained when non-vitros quality control (qc) fluids were generated using vitros ipth reagent lots 1610 and 1640 when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same qc fluids using an alternate lot of vitros ipth. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction and acceptable results were obtained using alternate vitros ipth reagent lots without performing any actions to the vitros 5600 integrated system. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office is (B)(4).

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275)was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately (B)(4). The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by (B)(4). In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in december 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Refer to report #3007111389-11/17/2022-001-c.